Event description:
It was reported that a trabecular microbypass stent system patient presented postoperatively with swelling and reported experiencing a sensation described as "sticking" in the operative eye. The report noted that swelling has resolved and the sticking sensation was reportedly due to the cornea according to the surgeon. Through follow-up, the report reiterated that the patient experienced mild swelling postoperatively that has resolved with medications (nsaid and prednisone), and the patient also reported feeling like "there is something in the operative eye"; suspected to be related to the intraocular lens (iol) replacement. Any omitted information was not available through follow-up.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Inflammation and irritation are known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).